Manufacturer narrative:
Evaluation of the transducer confirmed the articulation issue as described by the customer. Investigation of the transducer identified widespread damage to the device. The control handle was damaged, fluid ingress was noted and a hole in the sheath and corrosion in the connector were found. The evaluation concluded the hole in the sheath caused fluid ingress resulting in corrosion of the connector and the damage to the control handle would result in articulation problems. The exact cause of the damage could not be determined, however, it is indicative of improper maintenance.

Event description:
The customer reported the s7-3t transducer will not articulate. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
The customer reported the s7-3t transducer will not articulate. There was no injury associated with this event.